Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the surgeon was able to press the green button however, could not squeeze the handle and device could not be fired. They used another device to complete the case. No patient injury.